Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was referred for x-rays; however, the x-rays were inconclusive. The x-rays will not be sent to manufacturer for review. The patient was referred to surgery. The device was programmed off after observing the high impedance reading. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance reading. Surgery is likely, but has not occurred to date.

Event description:
An update from the patient¿s treating vns therapy physician revealed that there are no plans for vns revision surgery as the patient has passed away due to complications associated with pneumonia. It should be noted that the physician does not believe that the death is related to vns therapy or the reported high impedance event.